Event description:
Complaint description: a hospital nurse reported that the video image froze during a diagnostic colonoscopy procedure. The procedure was completed with a second scope and there were no complications related to the event.